Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as mild angulation and mild calcification. It was reported that the physician deployed the stent graft and upon removal of the delivery catheter the stent graft was pulled down,. Resulting in a type I endoleak. The cause of the stent graft movement was due to the long length of the anatomy; from the renal to the internal iliac artery was 20 cm. The physician elected to place a second bifurcated stent graft inside of the first stent graft. The physician completed the case with placed the iliac limb. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Secondary intervention - evaluation results: long length of the anatomy, from the renal to the internal iliac artery was 20 cm, delivery system was discarded. Evaluation codes, conclusions: long length of the anatomy, from the renal to the internal iliac artery was 20 cm.